Event description:
It was reported that a one link catheter set had air bubbles in the tubing. This occurred when flushing the set with saline, after disconnecting from the IV. There was no adverse event indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number ur13d12069 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.